Event description:
Pt reported that she experienced fever and cramps/ discomfort following the essure placement procedure. Pt was given antibiotics and reported that it alleviated her fever symptoms, but the discomfort persisted. The essure micro-inserts were recently removed surgically, and the pt reported that she immediately felt better following removal and has been doing fine.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.